Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "[a]t the time of [the] procedure the [left ventricular lead] was not capturing as well as the [right atrial lead]." Both leads were capped and neither was replaced, because of an occluded superior vena cava. No patient complications were reported as a result of this event.